Event description:
Caller reported a malfunction on the pump. Did any notable events occur prior to the malfunction? ¿ no. Did the issue cause the customer¿s bg to exceed 500 mg/dl (27.7 mmol/l)? ¿ no. Which malfunction code is displayed? ¿ malf 0. Is fault ID available? ¿ yes, 0x277d. Is the malfunction code resettable? ¿ yes. Within the last 24 hours, has the caller reported and reset the pump for this malfunction? ¿ no. Caller reset the pump already while waiting to connect with cts, and she took a picture of the malfunction screen to provide the fault ID. Did the same malfunction code recur after resetting the pump? - no. Resolution - customer may continue to use the pump. Cts instructed caller to call back if any malfunction code recurs. Caller acknowledged and understood.